Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient is still getting 50% pain relief but pain has increased since summer 2021. Patient says she has vertigo but has not had any falls. Hcp took an x-ray of the leads. X-ray shows that 1 lead has migrated down 1 vertebral body compared to what was expected. Additionally, the lead that has not migrated shows it is not connected properly and all electrodes are over 40,000 ohms. All programming on programs b and c are on this lead, but the patient uses exclusively program a which is the functioning lead. Dtm programming was adjusted according to the new fluor image. Additionally, programs b and c were moved off of the non-functioning lead. Hcp does not plan on fixing lead surgically unless absolutely necessary. Issue is resolved.